Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. A tissue-like thrombus formation was found adhered around the inlet bearing cup and the inlet bearing ball. The thrombus appeared to have formed in laminated layers, indicating that it likely developed on the bearings. Additionally, a flat, tissue-like deposition was present on the rotor body. The deposition was non-laminated and did not appear to have originated in this location; however, its specific origin could not be determined. Both depositions showed dark areas of potential denaturation indicating that they were likely present in the pump for an undetermined amount of time while the pump was supporting the patient. The observed depositions could have contributed to the reported hemolysis symptoms. Low flow alarms were recorded on (B)(6) 2015 on a second submitted system controller log file which may be correlated with the observed depositions due to a restricted flow through the pump. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous event of elevated ldh and hemorrhagic stroke referenced in this section was reported under MFR. Report # 2916596-2015-01585. Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital due to suspected pump thrombosis with a lactate dehydrogenase (ldh) of approximately 1300 u/l. The patient had been on lovenox due to the patient's inr was therapeutic at the time of the event. Review of the submitted log file by the manufacturer's technical services did not reveal any abnormal parameters based on the programmed set speed. An echocardiography ramp test was performed and it was noted that the aortic valve was intermittently closing at 10,800 rpm. The patient's ldh elevated to 1800 u/l. The patient initially responded to treatment, but the ldh elevated again. On (B)(6) 2015, the patient's pump was exchanged to another manufacturer's device.